Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient who was receiving ropivacaine [6 mg/ml] at a dose of 0.2885 mg/day and infumorph [10 mg/ml] at a dose of 0.481 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2016 that the patient's pump went empty and alarmed on (B)(6) 2016. It was noted that the patient was not notified of a refill date by the clinic and no symptoms were reported in relation to the empty pump. The pump was filled on (B)(6) 2016 as an intervention to resolve the empty pump alarm. It was noted that the "telemetry slip showed a 60% decrease" and that at the refill the patient was given a therapeutic bolus. Within one hour after the refill the patient was hallucinating, throwing up, could not walk "like he was drunk," had nausea, and had dizziness. The symptoms came on suddenly and the patient was brought to the ER and was given narcan. The patient was transferred to another hospital and was hospitalized and put on a narcan drip for 6-7 hours. No changes were made to the pump settings in the hospital that the consumer knew of. The consumer reported that the patient was overdosed. It was also noted by the consumer that the therapeutic bolus was given and the pump was overfilled because there was still medication in the pump. In addition, the hcp indicated that troubleshooting was in progress and that the cause of the overdose was determined to be due to the pump data that indicated the catheter to be empty and the patient received a bolus with the catheter giving a bolus. It was also reported (B)(6) 2016 that for the past week the patient had been sick to his stomach, throwing up bile, and had no appetite, but was not hallucinating or shaking in that time. It was noted that the patient was going to see the family doctor on (B)(6) 2016 and the pump doctor on (B)(6) 2016. It was reported by the hcp on (B)(6) 2016 that the symptoms were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.